Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4),ubd: 23-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving fentanyl (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient reported increased low back pain radiating into the leg (leg pain).  It was noted that boluses do not relieve back pain.  The patient was given 3 boluses of fentanyl 25 mcg 15 minutes apart and received no pain relief.  A catheter dye study (cds) was performed and was normal.  The device was reprogrammed where the fentanyl and boluses were increased on (B)(6) 2021.  On (B)(6) 2021 the patient reported the increase was a little helpful to low back pain, back pain improved, but still had radiating pain to leg.  The patient was concerned the catheter was out of place.  On (B)(6) 2021 the patient reported extreme pain comes and goes, but is not constant like before.  A lumbar MRI was ordered.  The outcome was noted as ongoing.  The clinical diagnosis was increased pain.  The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related.  It was noted the event may be related to surgery/anesthesia.  The event date was (B)(6) 2021.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient was prescribed norco 7.5-325 mg up to 5 times per day. The etiology was updates to related to the implant procedure and the event was related to surgery/anesthesia. The clinical diagnosis was updated to increased back and leg pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021the device was reprogrammed where hydromorphone 0.4 mg was added. On (B)(6) 2021the patient reported 9/10 pain in low back. The radiation of pain into legs has resolved. On (B)(6) 2021 it was noted the pain was unmanaged with occasional radicular symptoms. Examination revealed si (sacroiliac) joint tenderness. The device was reprogrammed where the fentanyl was increased by 100 mcg and one bolus was added for a total of 7 per day. On (B)(6) 2022 the patient was no longer experiencing radiculopathy into legs and felt good pain relief on both sides of low back. The device was reprogrammed where the hydromorphone was increased by 0.5 mg. The outcome of the event resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient no longer had pain in bilateral legs/bilateral leg pain resolved. It was noted that the low back pain was ongoing and the pump "slightly" helps.